Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 5 days due blood glucose on (B)(6) 2021. The customer's blood glucose was 1000 mg/dl. Customer¿s current blood glucose was 158 mg/dl. The customer did not experience the symptoms due to high blood glucose event. Customer stated high blood glucose was treated with manual injection and insulin pen. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was used at the time of event. Customer stated they had 2 seizures and care giver found her in the bed and wet from urinating on herself. The insulin pump will not be returned for analysis.